Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the balloon was overinflated. It should be noted that the coronary dilatation catheters (cdc), nc trek, rx, global, instruction for use (IFU), warning section, states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek device is 18 atm. In this case, it was reported that the balloon was inflated above rbp; however, a specific atmosphere was not provided. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.5x12mm nc trek balloon dilatation catheter (bdc) was soaked and prepared (air aspiration) outside the anatomy prior to use without issues. The balloon was advanced without resistance and inflated twice above the rated burst pressure (rbp). The balloon ruptured. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - above rbp. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.